Event description:
It was reported that during clinic visit, this implantable cardioverter defibrillator (ICD) was discovered to have recorded high out range shock impedances on the right ventricular (rv) lead. It was noted that the right ventricular (rv) lead is a non-boston scientific lead. The health care professional (hcp) called technical services (ts) for further consult. Ts confirmed that the non-boston scientific rv lead shock impedances were measured to be greater than 125 ohms. Ts discussed possible causes and recommended for xray imaging and commanded shock to be performed for further evaluation of the lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported, the patient with this implanted implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after a syncopal episode. During interrogation, stored non-sustained ventricular tachycardia (nsvt) episode and high out of range shock impedances on the non-boston scientific right ventricular (rv) lead was observed. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Ts confirmed that since the last visit, the additional recorded measurements of right ventricular (rv) lead shock impedances to be greater than 125 ohms. Ts reviewed device settings and noted that since the last visit, the ICD tachy therapy settings appeared to have been programmed off and the ICD is pacing only. No additional adverse patient effects were reported. The ICD and rv lead remain in service.

Event description:
It was reported that during clinic visit, this implantable cardioverter defibrillator (ICD) was discovered to have recorded high out range shock impedances on the right ventricular (rv) lead. It was noted that the right ventricular (rv) lead is a non-boston scientific lead. The health care professional (hcp) called technical services (ts) for further consult. Ts confirmed that the non-boston scientific rv lead shock impedances were measured to be greater than 125 ohms. Ts discussed possible causes and recommended for xray imaging and commanded shock to be performed for further evaluation of the lead. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.